Event description:
One surgeon had 3 catheter breaks (the procedure was subacromial decompression): patient 3-small piece of catheter at the skin surface.

Event description:
One surgeon had 3 catheter breaks (the procedure was subacromial decompression): patient 2-second surgery required to remove the remaining catheter.

Event description:
One surgeon had 3 catheter breaks (the procedure was subacromial decomprssion): pt 1-small piece of the catheter left in the pt.